Manufacturer narrative:
All available information was investigated and the reported difficult or delayed positioning (anatomy), positioning failure (leaflet grasping ¿ clip not implanted), difficult to open or close (clip open ¿ difficult), difficult to open or close (clip jumping), difficult to open or close (gripper actuation ¿ both), and image resolution poor were not confirmed via device analysis. It was observed that the lock lever shaft was observed to be broken off, and the lock line was loose and exposed in the lock lever. Additionally, it was observed that a gripper line was broken, and the gripper with the broken line was unable to actuate. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported difficult to open or close (clip open ¿ difficult) associated with the difficult clip opening during preparation and the reported difficult to open or close (clip jumping) associated with the clip jumping during preparation could not be determined as no issue was able to be identified via device analysis. The reported image resolution poor was associated with difficult imaging due to anatomy. The reported difficult to open or close (gripper actuation ¿ both) associated with the grippers being unable to actuate were due to the gripper line break in conjunction with user perception, as device analysis found one gripper was able to actuate. The observed difficult to open or close (gripper arm raising ¿ inability) associated with the single gripper actuation issue was due to the gripper line break. The observed break associated with the gripper line break was due to the clip becoming entangled with anatomy. The reported difficult or delayed positioning (anatomy) associated with the clip catching on the anterior leaflet, and the reported positioning failure (leaflet grasping ¿ clip not implanted) associated with the difficulty grasping, were due to procedural circumstances (clip interacting with patient pathology/ morphology) in conjunction with challenging patient anatomy (restricted leaflets). The observed break associated with the lock lever break appears to be due to post-procedural device processing conditions (shipping and handling conditions during device return; device shipped in red biobag, not in tray) as no lock lever issue was noted during the procedure and did not contribute to the reported user experience. The additional mitraclip device is being filed under a separate medwatch report number.

Event description:
This is filed to report a gripper actuation issue, difficult clip opening, and clip jumping. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and a restricted anterior leaflet. It was noted imaging was difficult due to patient anatomy. An ntw clip was successfully implanted. To further reduce mr, a second ntw (20824a1068) was opened. However, during preparation, the clip arms would not open after being closed. Troubleshooting was performed, but the issue was unable to be resolved. The physician stated the lock lever felt loose. Therefore, the clip was not used and was replaced. Another ntw clip (20912r1078) was grabbed, but during preparation, opening of the clip was noted to be difficult as the clip arms popped open. The clip was closed and when reopening, everything worked as intended. Therefore, the clip was inserted, and grasping was performed. Grasping was difficult and the anterior leaflet became caught on one of the grippers. Troubleshooting was performed and the clip was able to be freed from the leaflet. However, the grippers were no longer working as intended. The clip was removed and replaced with an xtw (21202r2057). The clip was successfully deployed. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the clip, an additional xtw was implanted. However, mr was unable to be reduced and remained at a grade of 4+. There was no clinically significant delay in the procedure. No additional information was provided.